Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. Diffuse lamellar keratitis is not related to the device. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with no complaints. Upon follow up, it was determined the patient had diffuse lamellar keratitis (dlk) in the left eye post lasik. Patient was prescribed an oral steroid and topical steroid drop dosage was increased. Dlk has been reported to be resolved.